Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Item number: unknown, item name: unknown cup, lot number: unknown foreign report source:(B)(6).

Event description:
It was reported that the handle of the impactor fractured during an initial hip arthroplasty. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; h2; h3; h6 reported event was confirmed with product return. Visual inspection identified a fracture on the blue handle sleeve. The fracture ran circumferential to the axis of the shaft and through the dowel pin hole. The main tube was not returned with the device. Wear and tear consistent with repeated use was observed. No other damages were identified. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.